Event description:
Customer called to report a discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 95 mg/dl while the blood glucose reading was 46 mg/dl. The customer stated that when the blood glucose stays high when he eats and won't go down. Customer mentioned seeing cal errors. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.